Event description:
The customer reported that during routine testing, a ground fault was found with the device. The customer troubleshot the problem to an open ground wire in the ac power cord. The power cord was replaced and the device was placed back into service.

Manufacturer narrative:
(B)(4). The customer reported that during routine testing, a ground fault was found with the device. The customer troubleshot the problem to an open ground wire in the ac power cord. The power cord was replaced and the device was placed back into service.